Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. E1 - initial reporter information was not provided upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a spiros¿ closed male luer, red cap, bulk non-sterile that experienced disconnection and leakage during patient use. The reporter stated that, they had an incident on the ward this afternoon where the spinning spiros became disconnected from the line and the patient was by a pool of blood. This was definitely a faulty one as they tried to reconnect it to the line and it just pulled off, and it was "clicked on" at the point of administration. Additionally, the defective product was not retained as it contained chemo. The medication involved in the event was chemo, there was unprotected chemo exposure. The product was stored in the facility in accordance with storage instructions. The defective product is not available to be returned for testing and investigation. There was patient harm noted.

Manufacturer narrative:
No 011-ch2000s-c product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.